Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported the right ventricular lead dislodged as confirmed by an x-ray. This caused loss of capture and a device sensing problem. The patient presented in clinic for a procedure on (B)(6) 2021 where during surgery the lead helix failed to extend so the lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
B5 should have specified device sensing problem as no sensing.

Event description:
It was reported the right ventricular lead dislodged as confirmed by an x-ray. This caused loss of capture and no sensing. The patient presented in clinic for a procedure on (B)(6)2021 where during surgery the lead helix failed to extend so the lead was explanted and replaced. The patient was stable.

Event description:
It was reported the right ventricular lead dislodged as confirmed by an x-ray. This caused loss of capture and no sensing. The lead had previously been repositioned on (B)(6)2020. The patient presented in clinic for a procedure on (B)(6) 2021 where during surgery the lead helix failed to extend so the lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction - b5 should have included the reposition in the initial report.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.